Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The contact information for the specific person who reported this event was unavailable. Initial reporter is reported as the clinical engineering department at the site facility. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis as the part has been discarded by the site.

Event description:
A site representative reported that the navigation system vertek arm was broken and could not be tightened. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.